Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason and was doing well postoperatively with good coverage. The explanted ipg was retained by the medical facility and will not be returned.